Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mmx20mm apex balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 10 seconds however it ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded. There was a longitudinal burst in the balloon from the distal markerband to the proximal markerband. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mmx20mm apex balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 10 seconds however it ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.